Event description:
It was reported that this inflatable penile prosthesis was removed as inflation and deflation was inconsistent. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was removed as inflation and deflation was inconsistent. A new inflatable penile prosthesis was implanted. No patient complications were reported.